Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 09aug2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The complainant returned one used 7.0 fr mac-loc to cook for investigation. Physical examination of the returned device showed the 7.0 fr mac-loc was returned with the lever in the unlock position. No visible damage was present on the device and biomatter was present inside the catheter curve. A leak test found the catheter leaks where the tubing exits the cap. There is no evidence to suggest the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) was completed. The DHR for the complaint lot and related subassembly lots revealed no related nonconformances. A software search showed no additional complaints for the complaint lot. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances, and no other lot related complaints from the field. It was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was selected for use in the biliary duct. Soon after placement, leakage was discovered between the catheter and the hub. It was reported "aeration was observed with a syringe." The procedure was completed with another manufacturer's device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.